Manufacturer narrative:
(B)(4).

Event description:
It was reported pocket infection was noted when the patient was seen for in the office to check-up on the wound. There was presence of right lead vegetation. It is suspected the infection was related to the system when it was implanted. Both a pseudomonas putida and a micrococcus luteus culture was performed. The system was successfully explanted. No adverse consequences were reported.